Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis, renal failure, heart attack and hyperglycemia.

Event description:
Patient's husband contacted dexcom on (B)(6) 2016 to report an adverse event that occurred on (B)(6) 2016. Patient was admitted to the hospital due to insulin pump failure. Patient's neighbor brought the patient to the emergency room. Patient had a slight heart attack and her kidney was failing. Patient also experienced diabetic ketoacidosis. Patient's blood sugar was 900mg/dl upon admittance to the hospital. The patient was discharged from the hospital on (B)(6) 2016. Patient was wearing her dexcom continuous glucose monitor (cgm) at the time of the event. It was reported that the cgm was displaying patient's blood glucose (bg) and alerting her of the high bg. There was no alleged device malfunction. At the time of contact, the patient was feeling better, but was very tired. No additional event or patient information was provided.